Event description:
Caller reported that cartridge alarm 20 occurred twice during the load process with the second cartridge. Blood glucose level was within normal range and did not exceed 500 mg/dl. Caller was informed by technical support to ensure proper loading technique by waiting for prompts during the load process. However, the cartridge alarm persisted, preventing successful loading, so technical support decided to replace the pump. Caller opted for multiple daily injections as backup therapy and was advised on necessary steps, including returning the defective pump and preparing for the replacement pump's arrival.